Event description:
It was reported that a user experienced fluctuating glucose with a low of 53 mg/dl followed by a high of 273 mg/dl and subsequent rebound lows while using the ilet, with device alerts for high and low glucose and noted frequent low-glucose alarms. The user had not updated firmware and planned to attempt the update. Symptoms included lightheadedness consistent with hypoglycemia. Outcomes included correction of low glucose with oral carbohydrate and no need for outside assistance or medical intervention. Investigation included troubleshooting and education with an appointment arranged for additional training. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with subsequent hyperglycemia of unclear cause, with user-managed treatment using oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.